Manufacturer narrative:
Other, other text: one cadd solis vip pump was returned for evaluation of data loss. A device history review, DHR, was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. The ehl was checked to evaluate the reported issue. The customer's concern regarding patient data lost was duplicated. It is unknown what caused the issue, but the pwa board was replaced as a repair action.

Manufacturer narrative:
(B)(6).

Event description:
Information received a smiths medical cadd solis vip 2120 pumps had three pumps be returned for malfunction. The report indicated that the pump lost data and defaulted to a date in 2005. Event logs of the three were forwarded for investigation. The complaint reported a patient needed to receive equivalent of under infused portion of unknown drug dose as an separate dose, outside of the original time frame. The facility is requesting a copy of the investigation be sent to (B)(6) when completed. No additional information received on patient outcome of event or adverse patient events.